Manufacturer narrative:
Concomitant: 419378 lead, implanted (B)(6) 2003; 694965 lead, implanted (B)(6) 2005.

Event description:
It was reported that there were high thresholds and a lead impedance alert for high impedances on the right atrial (ra) lead. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.